Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2021-06059. It was reported the patient experienced ineffective therapy due to lead migration. In turn, the patient underwent surgical intervention wherein one of the leads was explanted and replaced to address the issue. Therapy was restored post procedure. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
Correction: b5 was corrected

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6)2021 wherein one of the existing leads was repositioned, and the second lead was explanted and replaced. Reportedly, effective therapy was established postoperatively. It is unknown which lead was explanted. Therefore, all the suspected devices are being reported.